Event description:
An infusion pump with a failure code 812:02. The facility's rep stated there was no pt incident reported on this pump since the last baxter service event. Info was requested by baxter regarding medical intervention and pt injury, the medication involved, tubing product code and lot number in use, pump programming and set-up info, the date this report occurred and specific pt information, but no additional info was available. Additional contact info was requested but no additional contact was identified.